Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "formation of enlarged lymph nodes in the axillary areas, detection of an oval-shaped formations in the mammary glands and detection of intracapsular rupture".

Event description:
Healthcare reported "formation of enlarged lymph nodes in the axillary areas, detection of an oval-shaped formations in the mammary glands and detection of intracapsular rupture" device remains implanted.